Event description:
It was reported that upon system start-up during a prostate procedure, error code 154 was received. The case was completed using an alternate procedure (turp). The outcome of the patient was reported as "ok".

Manufacturer narrative:
System analysis/field service repair: the error code 154 was verified and determined to be the result of a resonator issue. The laser resonator was replaced; the system was calibrated, tested and verified to meet specification.